Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker was in safety mode and a revision procedure was scheduled. It was noted that the patient was experiencing symptoms of fatigue and dyspnea when walking uphill for approximately one to two weeks. The patient was admitted to the hospital and upon interrogation a few beats of pacing inhibition were noted due to oversensing of noise. The patient had an underlying ventricular rhythm. At the replacement procedure, the pacemaker was noted to have reverted back to normal operation. The device was explanted and interrogated after the replacement. It was found to be in normal operation. A new device was successfully implanted. The day following the procedure, the clinic experienced difficulty interrogating the explanted device but did succeed after a few attempts. The battery showed four months remaining with 130 percent power consumption. Later the same day, another interrogation of this explanted device was attempted and proved difficulty. It was successful after several attempts via the quick start feature. The pacemaker was noted to be in safety mode at this time. The device was collected and expected to be returned for analysis. Technical services (ts) was consulted and discussed possible reasons the device may have switched from safety mode to normal operation and indicated that root cause would not be able to be identified prior to return and analysis of product. No additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and had undergone resets. Bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the pacemaker was in safety mode and a revision procedure was scheduled. It was noted that the patient was experiencing symptoms of fatigue and dyspnea when walking uphill for approximately one to two weeks. The patient was admitted to the hospital and upon interrogation a few beats of pacing inhibition were noted due to oversensing of noise. The patient had an underlying ventricular rhythm. At the replacement procedure, the pacemaker was noted to have reverted back to normal operation. The device was explanted and interrogated after the replacement. It was found to be in normal operation. A new device was successfully implanted. The day following the procedure, the clinic experienced difficulty interrogating the explanted device but did succeed after a few attempts. The battery showed four months remaining with 130 percent power consumption. Later the same day, another interrogation of this explanted device was attempted and proved difficulty. It was successful after several attempts via the quick start feature. The pacemaker was noted to be in safety mode at this time. The device was collected and expected to be returned for analysis. Technical services (ts) was consulted and discussed possible reasons the device may have switched from safety mode to normal operation and indicated that root cause would not be able to be identified prior to return and analysis of product. No additional adverse effects were reported.